Manufacturer narrative:
It has since been reported that the patient experienced granulation tissue at the abutment site and underwent revision surgery, under general anaesthesia, in 2018 (exact date not reported) to cauterise the area with silver nitrate. The patient was subsequently administered oral antibiotics for ten days. The patient experienced a skin reaction in august 2018 and was administered oral antibiotics (exact date not reported). It was further reported that the patient experienced pain and infection and was administered oral antibiotics for two weeks (date not reported). This report is submitted on march 7, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. Additional information was requested but not made available as of the date of this report.